Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two crimped cannula events on (B)(6) 2025. The issue occurred with two similar types of infusion sets used for five to six hours and site was patient's abdomen. The symptoms occurred within three or more hours of insertion. No further information available.